Manufacturer narrative:
(B)(4). Medical product: z.s.g.m. Cutter 1.5:1 ratio catalog #: 00770301500, lot #: 65177997, serial#: (B)(4); z.s.g.m. Cutter 3:1 ratio catalog #: 00770303000, lot #: 64863263, serial#: (B)(4); z.s.g.m. Cutter 3:1 ratio catalog #: 00770303000, lot #: 64216174, serial#: (B)(4); z.s.g.m. Cutter 2:1 ratio catalog #: 00770302000, lot #: 64187485, serial#: (B)(4); z.s.g.m. Cutter 4:1 ratio catalog #: 00770304000, lot #: 65239258, serial#: (B)(4). The results of the investigation are as follows: review of the most recent repair record determined the handle does not fit into the mesher; the comb and roller were damaged. The comb, roller, ratchet gear, sliding pin, washer, and shoulder bolts were replaced and the device was lubricated and calibrated and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that handle no longer fits mesher because of damage to the mesher. The event occurred outside of surgery. During product evaluation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction. There was no patient involvement. No further event information available at the time of this report.